Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 499 mg/dl at the time of incident. The customer¿s current blood glucose value was 499 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer provided information about the symptoms due to high blood glucose such as vomiting. Auto mode was active at that time of incident. Customer was treated with insulin pump. No further complications were reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.